Manufacturer narrative:
Batch review performed on 30 may 2025 lot 2115427: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Other devices involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2201485: (B)(4) items manufactured and released on 03-may-2022. Expiration date: 2027-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot 2236651: (B)(4) items manufactured and released on 05-oct-2022. Expiration date: 2027-09-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2209095: (B)(4) items manufactured and released on 07-jul-2022. Expiration date: 2027-06-20. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2212555: (B)(4) items manufactured and released on 03-nov-2022. Expiration date: 2027-10-17. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0002 standard humeral diaphysis - cementless - 7 (k170910) lot 2215661: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.cm22.013 reconstruction glenoid baseplate lot. 2244492 (not distributed in us): (B)(4) item manufactured and released on 05-dec-2022. Expiration date: 2027-11-20. No anomalies found related to the problem. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection at about 2 years and 5 months from the primary. No final implants were implanted, only a spacer because of the infection. Later on, the surgeon will put in new implants.